Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported high blood glucose after an infusion set change twice. She did troubleshooting herself. There was possibly a leak in the tubing, but there was no moisture in the reservoir compartment. Customer's blood glucose was over 300 mg/dl. She experienced thirst and frequent urination. Customer could not complete troubleshooting because she was at work. Customer was advised that high blood glucose levels are often caused by infusion set or site issues. Customer also reported a low blood glucose event. This occurred in early (B)(6), right after customer was trained on the device. She received a low reservoir alarm in the night. When she tried to clear it and replace the reservoir, she accidentally over delivered insulin. She fell back asleep and woke up at 5:00 pm the next day. Customer had disconnected at some point, but she could not recall exactly when. The day is a blur to her. Her blood glucose was around 40 mg/dl. Nothing further reported.